Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Patient is currently in constant pain in her right hip. Patient has welts on her hip that are hot to touch and painful. Patient can hear audible clicking/popping sounds. Patient's primary surgery was in (B)(6) 2014. On (B)(6) 2015 is was found that the rod fell in the leg, fractured the femur and opened up an old fracture. Patient had a revision in (B)(6) 2015 in which all parts were removed due to malfunction of hardware (as per surgeon). Patient is currently in a lot of pain and in need of a total hip replacement. Updated: received additional information: it was reported that rod fell in patient's leg. Top portion of where the bolt was broken. It was reported that patient did not fall. It was alleged that patient is allergic to some metals.

Manufacturer narrative:
New investigation conclusion: the evaluation revealed the broken gamma3 long nail to be the primary product. An inspection of the nail and a review of the manufacturing and inspection documents (DHR) were not possible because the nail and lot code were not available. The provided x-rays show a right femur fracture, treated with a gamma3 long nail. X-rays, showing the implant breakages, were not provided. Therefore a root cause evaluation based on the x-rays was not possible. After review of the medical records it was found that the patient was obese and the treated unstable fracture was not healed (non-union). Furthermore diabetes, dementia, ¿black outs¿ and bone demineralization was reported. Additionally the nail broke approx. 21 months after implantation. Usually the healing period of femur fractures is = 6 months according to stryker internal literature research (refer to statement (B)(4)). Unstable fractures, non-unions, obesity, mental disorder, diabetes and poor bone quality are IFU and operative technique listed adverse effects that can lead to implant failures like breakages. Based on the given information the nail broke due to the non-union, contributed by the other diseases of the patient. A manufacturer related issue can be excluded. Regarding the metal allergy: the available information did not indicate that the patient react allergic to metals, only an allergy to penicillin was reported. Anyway, the materials used for the implants are highly biocompatible and conform to astm and/or iso standards; all implants of the gamma3 nailing systems are made of type ii anodized titanium alloy (ti6al4v) for enhanced biomechanical and biomedical performance. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Patient is currently in constant pain in her right hip. Patient has welts on her hip that are hot to touch and painful. Patient can hear audible clicking/popping sounds. Patient's primary surgery was in (B)(6) of 2014. On (B)(6) 2015 is was found that the rod fell in the leg, fractured the femur and opened up an old fracture. Patient had a revision in (B)(6) of 2015 in which all parts were removed due to malfunction of hardware (as per surgeon). Patient is currently in a lot of pain and in need of a total hip replacement. Updated: received additional information: it was reported that rod fell in patient¿s leg. Top portion of where the bolt was broken. It was reported that patient did not fall. It was alleged that patient is allergic to some metals.

Manufacturer narrative:
The evaluation revealed the unknown gamma3 nail to be the primary product; the customer reported that ¿rod fell in patient¿s leg. Top portion of where the bolt was broken.¿ therefore most likely the nail broke. An investigation and a review of the DHR were not possible because the nail, lot code, x-rays, patient data or surgery reports were not provided. The customer report indicates that most likely the nail broke at its proximal part after an implantation time of approx. 7 months. According to the customer due to the breakage the nail fractured the femur bone and opened the old fracture. The implants were explanted and the patient needs a hip replacement. A metal allergic is also reported. The root cause of the nail breakage could not be determined based on the minimal information. Nail breakages can have several reasons like: post operatively loads; additional trauma; obesity; poor bone quality; poor bone reposition; bone diseases; intraoperatively implant damages. All these possible reasons are listed as adverse effects and warnings in the IFU and gamma3 operative technique. The fact that the nail breakage caused an additional fracture and opened the old one is maybe an indication for an additional trauma and/or a poor bone quality. Regarding the metal allergy: the materials used for the implants are highly biocompatible and conform to astm and/or iso standards; all implants of the t2 nailing systems are made of type ii anodized titanium alloy (ti6al4v) for enhanced biomechanical and biomedical performance. A more precise evaluation was not possible based on the minimal information and without the product. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Patient is currently in constant pain in her right hip. Patient has welts on her hip that are hot to touch and painful. Patient can hear audible clicking/popping sounds. Patient's primary surgery was in (B)(6) of 2014. On (B)(6) 2015 is was found that the rod fell in the leg, fractured the femur and opened up an old fracture. Patient had a revision in (B)(6) of 2015 in which all parts were removed due to malfunction of hardware (as per surgeon). Patient is currently in a lot of pain and in need of a total hip replacement. Updated: received additional information: it was reported that rod fell in patient's leg. Top portion of where the bolt was broken. It was reported that patient did not fall. It was alleged that patient is allergic to some metals.